Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient reported that their battery has been dead for 5 years and they are planning on replacing both the battery and the leads. There are no known factors that may have led or contributed to the issue. The patient replacement date is unknown, but the replacement is planned. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, serial# (B)(4): product type: lead. Product ID: 3888-33, serial# (B)(4): product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the reason for the leads being replaced were due to the patient wanting an MRI compatible system. The replacement was occurring on (B)(6) 2018. The rep stated that they assumed the cause of their ins being dead was due to normal battery depletion asit was implanted in 2004. It was reported that the account/physician that was explanting the patient's device, does not release explanted devices to be returned.

Manufacturer narrative:
All previous codes no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting surgery was scheduled for (B)(6) 2018. Additional information was received from another rep on (B)(6) 2018 indicating that the ins that had been dead for five years was removed today ((B)(6) 2018) and indicated that the device was another manufacturer's device. No further complications were reported/anticipated. MDR decision corrected to not reportable and the device was not from this manufacturer. No additional supplementals required unless additional information received indicates reportable events.